Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the threaded part of the connector instrument is jammed up. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The result is that now the sliding shoes seized up while tightening it. We assume that extreme mechanical loads on the anterior part of the thread groove have lead to this damage. As a result of incoming complaints the same species, we extended the production procedure with a further step. With this action we can eliminate such problems in the future, CAPA (B)(4). This instrument was manufactured according to the previous production procedure.